Event description:
Patient presented to the physician with discharge at the chest incision. Physician prescribed antibiotics. Patient presented back to the physician with an infection at the neck incision which was confirmed via culture. Physician brought the patient into the operating room and removed the entire inspire system.